Event description:
The customer reported an overload error and the device had to be restarted to restore system functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and reseated. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.